Event description:
The customer reported that her blood glucose went up to 400 mg/dl and she received multiple calibration errors and a change sensor alert. At the time of the report, the customer's blood glucose was 250 mg/dl. The customer treated her high blood glucose with a bolus delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.